Event description:
On (B)(6) 2012, the pt reported that a few months ago, she smelled insulin and noticed that the insulin cartridge may have been leaking into the infusion device. She removed the insulin cartridge and it felt damp under the plunger. She stated that only a few drops of insulin came out of the infusion device when turned upside down. She was instructed how to clean the cartridge compartment. She also stated that the plunger of the insulin cartridge got stuck to the piston rod of the infusion device when it was removed. She stated she pulled the cartridge from the infusion device and she was educated on the proper technique. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The alleged insulin cartridge was discarded. No product will be returned for eval.